Event description:
Information was received regarding a trial patient. Consumer reported they had been sick since they started the evaluation. They were throwing up and passed out in the bathroom. It was reported that they were in bed all day and that they ended up going to the hospital and was hopefully going to come home (B)(6) 2017. It was reported that the patient had to get catheterized again and that they were having the leads removed on wednesday (B)(6) 2017. No further information reported.